Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, brown and white particles on the shell. Leak test and microscopic analysis was performed which identified: the unit does not leak, and partial delamination on the plug strap disk shell is observed. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: partial delamination on the plug strap disk shell (adhesive failure). The event of capsular contracture, baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: pain. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side pain and capsular contracture baker grade iii and exchange from textured to smooth due to the concerns of the product. Device has been explanted.